Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that broken from the head, threads and tip in several fragments. Not all the fragments were returned for evaluation. Unknown substance can be observed at the threads of the screw. The fracture surface was examined and there was no evidence of a material issue, while no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. A dimensional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the matneu scr ã¸1.5 self-drill l4 tan 1u I/c would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.503.104.01s, lot number: 788p776. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 29-apr-2022, manufacturing site: jabil bettlach, expiry date: 01-apr-2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: a2: it was reported that the patient was in her 30s. D2b: additional device product codes: jey, gxr. E3: reporter is a j&j employee. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a surgery for a brain aneurysm on june 14, 2024. The screw head was torn off in the process of fixing the bone valve with a plate during closure. The remaining broken screw head in the bone valve was removed by drilling out the surrounding area. There were no broken pieces in the patient. Although the surgeon used the screw as usual, it broke off. The surgery was completed successfully without any surgical delay. The patient status was reported to be stable. There was no patient harm related to the event. This report involves one ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).